Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a partial hysterectomy to remove her essure coils. After surgery, her treating physician informed her that essure coils had migrated. In between the onset date of pelvic pain and essure coils removal, plaintiff underwent gallbladder and appendix removal. Pelvic pain and device dislocation are listed, while gallbladder and appendix removal are unlisted in the reference safety information for essure. During essure therapy, abdominal, back, pelvic pain and also dislocation/migration of essure coils may occur. In this particular case, the events occurred after essure insertion. The essure migration could alternatively explain the pelvic pain, however, the onset date and the location of the coils were not specified. Therefore, considering the temporal relationship and the events' nature, a causal relationship between increasingly severe pain / chronic pelvic pain and essure coils had migrated and essure cannot be excluded. Considering the known indications for cholecystectomy and appendectomy and the local action of essure in the fallopian tubes, a causal relationship between gallbladder and appendix removal can be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2011. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, pain during intercourse, dental problems, excessive rashes, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at hospital but was unable to resolve them. In or around 2014, plaintiff underwent surgery to remove her gallbladder. In or around (B)(6) 2015, she underwent surgery to remove her appendix. On or around (B)(6) 2016, she underwent a partial hysterectomy to remove her essure coils. After surgery, her treating physician informed her that essure coils had migrated. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a partial hysterectomy to remove her essure coils. After surgery, her treating physician informed her that essure coils had migrated. In between the onset date of pelvic pain and essure coils removal, plaintiff underwent gallbladder and appendix removal. Pelvic pain and device dislocation are listed, while gallbladder and appendix removal are unlisted in the reference safety information for essure. During essure therapy, abdominal, back, pelvic pain and also dislocation/migration of essure coils may occur. In this particular case, the events occurred after essure insertion. The essure migration could alternatively explain the pelvic pain, however, the onset date and the location of the coils were not specified. Therefore, considering the temporal relationship and the event's nature, a causal relationship between increasingly severe pain / chronic pelvic pain and essure coils had migrated and essure cannot be excluded. Considering the known indications for cholecystectomy and appendectomy and the local action of essure in the fallopian tubes, a causal relationship between gallbladder and appendix removal can be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.